Event description:
It was reported the patient's blood glucose levels (bg) rose to 490 mg/dl, while wearing the pod between 4 and 24 hours in the leg. The patient was changing their pants before bed and noted the pod was pulled on during the processes. The patient went to bed and woke up with hyperglycemia. The patient found the pod was leaking and the adhesive was coming loose, causing the cannula to dislodge. The patient placed a new pod, then contacted their physician who advised them to check for ketones, monitor glucose and drink water. The patient reported a diagnosis of diabetic ketoacidosis (dka). Symptoms included moderate ketones, nausea and vomiting. The patient was on the phone call for 10 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.